Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl with moderate ketones. A manual injection was administered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. Additionally, it was reported that the usb cable was broken and not able to charge the pump. Reportedly, customer continued to use the pump for insulin therapy.